Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred. The caller acknowledged and understood the guidance provided.